Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant reported that the device was not expired. Device code relates to component code for the reported event of snare loop wire broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used in a percutaneous endoscopic gastrostomy (peg) placement procedure. The procedure date is unknown. According to the complainant, during the procedure, it was found that the loop wire on the end of the snare was broken. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used in a percutaneous endoscopic gastrostomy (peg) placement procedure. The procedure date is unknown. According to the complainant, during the procedure, it was found that the loop wire on the end of the snare was broken. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the revealed that the device was in an open position. The handle cannula had been pulled out of the insert in the handle and was not returned. The core wire had been pulled up into the sheath approximately 132 cm. The vinyl connector cap was removed and the screw was found to be attached. A burr was observed at the tip of the screw. There were no kinks or bends along the working length. It was noted that the condition of the returned snare was not consistent with the complaint incident that the loop wire was broken. Because the supplier's manufacturing process was not executed as validated, the assigned probable cause is supplier manufacture execution error. There is an investigation in place to address loop/snare broke/detached.